Event description:
The customer reported that the 9800 sys would not display an image. No pt injury was reported.

Manufacturer narrative:
The manufacturer's svc rep performed an on-site investigation. The cables, connectors and printed circuit boards were reseated. The image processor was replaced and the voltage on the control panel processor was adjusted. The sys was tested and operates as intended. This event may have resulted in a possible accidental radiation occurrence.